Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported that contact 4 showed high and out of range impedance. Rep stated that during case yesterday for implant of new ins and leads, during the 1st lead placement it was noted during the connectivity check and impedance check that contact 4 was showing high and to avoid. There are no known activity or events that prompted this issue. Rep indicated that they retested the impedance, tried moving the lead up and down the epidural space, tried moving it left and right, retested impedance and contact 4 still showed as high. Rep did not have values today when reporting the issue. Rep opened 2nd lead and health care professional (hcp) replaced the lead and all impedance issues resolved. They implanted another lead to complete the system for the patient and everything was as to be expected. Rep will be sending lead back for analysis.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative. The patient's information was updated. No further complications reported.

Manufacturer narrative:
Analysis of the lead serial# (B)(4) found no anomaly. The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.